Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This complaint consists of tht registry data from japan. The data did not contain lot number, unique device identifier (UDI). The information was obtained through the registry, no further details have become available for this event. It was reported through the tht registry from japan that on (B)(6) 2024, a 27mm navitor valve was implanted. On (B)(6) 2024, the patient expired. The cause of death was cardiovascular, originating from a cardiovascular event. The death was due to heart failure, following repeated femoral neck fractures.

Manufacturer narrative:
An event of patient death was reported. It was also reported that the cause of death was due to heart failure, following repeated femoral neck fractures. A more comprehensive assessment could not be performed as limited information was available, and the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the death is attributed to heart failure and is not considered related to a navitor device malfunction or the tavi procedure. No new hazards or harms were identified that would alter the current benefit¿risk profile. Additionally, there was no evidence of a product issue or concerns regarding the device¿s labeling or design. Therefore, no remedial action is required at this time.